Manufacturer narrative:
The device was returned to the service center for evaluation. The customer¿s complaint was confirmed. The estimation of the device found dents, scratches and a leak on the control body of the scope. The bending section glue was found to be cracked. The image of the scope was inspected and found to be normal, although, the light guide lens was chipped and the cement was peeling. Bending section was noted to have frayed wire with the adhesive removed. Scratch marks were noted on the scope¿s insertion tube. In addition, the lever of the scope was noted to be dirty as corrosion and/or discoloration was noted. The scope was repaired and returned to the customer.

Event description:
The service center was informed that the scope failed leak testing during reprocessing. It was report that prior to reprocessing the scope had been used in a procedure. The intended procedure was completed. There were no reported patient or procedure issues. Additionally, the user facility reported that a third party leak tester, veriscan, was used to test the scope. There has not been any issues with the leak tester. It is unknown if pre-cleaning is being performed immediately after a procedure. It is unknown if the scope channel is being brush during manual cleaning. Voucher is used to clean and disinfect the scope. The scope is reprocessed in a third party, medivators, automatic endoscope reprocessor (aer). It is unknown how often the minimum effective concentration is being checked. There have not been any issues with the aer. There is flushing of air into the channel after reprocessing. It is unknown the last time the user facility participated in a reprocessing in-service provided with an endoscopy support specialist (ess). There has not been any change in the facility¿s reprocessing personnel. The scope is stored in a scope room, inside of a hanging cabinet.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information and device manufacturer date. Please see the updates. The legal manufacturer reviewed the content of this complaint for further investigation. The legal manufacturer reported that the root cause could not be determined. The lm confirmed that the subject device was shipped in accordance with specifications via DHR. According to investigation results, the damage was due to deterioration by age was confirmed at insertion section. Moreover, deterioration of the device and corrosion at control body was reported to be caused by leakage from the control body. The lm reported that the most probable causes for the reported gap of adhesive on the distal end, stain inside the lens of models with forceps elevators or leak are as follows: though it was presumed the followings from above, it was difficult to specify the cause for there was no detailed information nor photos of the event. -possibility of c-cover detached from control body due to forcible handling/manipulation. -possibility of corrosion at distal end due to chemical attack.